Event description:
(B)(4) patient implanted on (B)(6) 2023. The 4 month follow up on (B)(6) 2023 revealed a battery impedance of 0,38 kohm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.